Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-03150 / 03151). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately four years post implantation due to alleged pain, discomfort, loss of mobility, metal poisoning, elevated metal ion levels, and metallosis. A review of invoice history confirms the modular head and acetabular shell were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately four years post implantation due to alleged pain, discomfort, loss of mobility, metal poisoning, elevated metal ion levels, and metallosis. A review of invoice history confirms the modular head and acetabular shell were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. During the procedure, metal tinged fluid, thickened capsule, well-fixed stem and cup, and aseptic lymphocyte-dominated vasculitis-associated lesion (alval) were noted. The acetabular cup and modular head were removed and replaced; a poly liner was implanted.